Event description:
Information was received from a health care provider (hcp) and a manufacturing representative regarding a patient receiving intrathecal morphine 70 mg/ml. A motor stall was seen at initial interrogation. The patient had not recently had an MRI. At 1am on (B)(6) 2016, the patient noticed her pump alarming. When she used her personal therapy manager (ptm), she got an 8476 code. The hcp denied any electromagnetic interference (emi) or magnetic interaction. The hcp would have the patient come to the clinic for a pump status check and further intervention. It was later reported that the patient was having withdrawal, and urgent pump replacement was done. Everything went well, and the pump had been replaced. The patient appeared to be doing much better.